Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 70 mg/dl "low mg/dl, and the meter bg reading was 160 mg/dl, 128 mg/dl and 173mg/dl respectively. No additional patient or event information was available. Recommendation made that additional calibrations might be necessary; customer should continue to monitor performance and contact tandem customer technical support should the issue arise again.